Event description:
Pt with history of goldenhar syndrome, undergoing a 2nd distraction. Device broke at schedule/distractor union. Distractor explanted and replaced with plate. Pt is in good condition. Doctor did not have to cut device to remove it. He unscrewed the screws and it came right out. Note: distraction is a temporary process, normally followed by removal. The breakage in this case is unusual.

Manufacturer narrative:
Na